Manufacturer narrative:
Product event summary: the data files and balloon catheter, afapro28 with lot number 46638, were returned and analyzed. The data files showed that at least six applications were performed with the returned balloon catheter on the date of the event. System notice 50005 ¿leak detection¿ was observed on the last application. Visual inspection of the balloon catheter showed the inner balloon had dried blood. The performance test failed due to system notice 50005 ¿the safety system has detected fluid in the catheter and stopped the injection¿. Pressure test revealed a leak through the guide wire lumen, the balloons integrity was intact; no breach observed. Also, dissection showed a guide wire lumen breach at 0.68 inches from the tip. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen twist and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
The balloon catheter subsequently tested out of specification per the manufacturer's investigation.